Event description:
A us distributor contacted zoll to report that a (B)(6) patient was experiencing an itchy skin rash under an electrode. There was no alleged device malfunction contributing to the irritation. Patient was prescribed cortisone cream by a physician. Follow up indicated that the rash completely healed.